Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited variable shock impedance measurements of up to greater than 125 ohms. The device was reprogrammed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed for reprogramming.

Event description:
Additional information was received which reported that the patient underwent a defibrillation threshold (dft) test in which the shock impedance measurements returned to within normal limits. The lead remains in service. No additional adverse patient effects were reported.